Event description:
It was reported that customer experienced dead pixels on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding corrective actions or final outcome of event.